Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the guidewire was removed from the hoop and inserted into the ercp tube of the scope. The physician met resistance and the guidewire was pulled out from the tube. It was noted that the hydrophilic coating peeled. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; approximately 2mm of tip was detached / missing.

Manufacturer narrative:
(B)(4): a visual examination of the distal tip section found that approximately 2mm of the tip had detached exposing the core wire. No evidence of fracture or detachment of core wire was observed. The remaining tip surface appears to exhibit clear indications of having been skived by some type of device. Except where noted, the specimen appears visually correct. The condition of the returned unit was not fully consistent with the customer complaint that coating peeled. However, based on the investigations results of tip detachment, the device is otherwise damaged. Therefore, the most probable root cause is caused by another device. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. The instructions for use under precautions and warnings state: "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire"